Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had surgery about 2 weeks ago and since then the patient felt like the therapy wasn't working like it did before the surgery. The patient said they do not feel the stimulation at all. The patient representative said they turned the therapy back on, but they do not know if the settings went back to what they were at prior to surgery. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue.